Event description:
On 12/18/1999 the account reported an axsym b-hcg result of 4.5 mlu/ml. The physician questioned the result as a value of 900 mlu/ml had been given from a clinic. The account repeated the sample and obtained a value of 400 mlu/ml. There was no impact to pt management. No report of injury.